Event description:
There are 'yellow' lines on or in the bag. Rptr has notified the MFR. They say they are okay to use but they won't send rptr any written info. Therefore, rptr hasn't been using them. Rptr sent them back and received credit.